Manufacturer narrative:
Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event.

Event description:
It was reported that patient underwent oblique interbody lumbar fusion at l3-s1 due to degenerative disc disease. Intra-op, the inserter threads broke in the implant inside the patient.the implant was removed after some difficulty as removal tool was threaded. Psoas pain was reported as a complication to the patient due to this event.

Manufacturer narrative:
Additional information: product analysis :visual review confirms the instrument is broken several threads down from the distal tip of the threaded rod. Localized thread damage just above the fracture surface is noted. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of fatigue, with directional river lines consistent with overload. Conclusion: the above observations are consistent with bending stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.